Manufacturer narrative:
Returned product evaluation found "two lenses returned in a lens case wrapped with the packing slip and bubble wrap". Visual inspection found missing piece of haptic. No similar claim type was reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a micl12.6, -16.0 diopter, tore during loading. There was no patient contact. The reporter was not able to determine if the event was caused due to user error.